Event description:
It was reported that there was an excessive charge time on the device and had reached elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID 6949-58 implanted: (B)(6) 2005; 4076 non-defib lead (B)(6) 2005; (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
Product event summary: performance data collected from the device was analyzed. Analysis of the device memory indicated the charge circuit timeout alert.

Event description:
It was reported that there was an excessive charge time on the device and had reached elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.